Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. The pump lost placement signal during shockwave use; however, did not require intervention or explantation. The pump remained on until the pump was successfully weaned and explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: clinical details state that the placement signal went out after using shockwave during a pci. The pump was not removed due to this issue. Data log review shows the placement signal going out of range about an hour into the case. Signal not reliable (snr) drops to zero, contrast decreases, and gain and lamp increase. The pump was returned and evaluated. A 5s parameter check showed snr near zero and contrast below spec. The pump passed laser continuity testing. This evidence supports a sensor break. Per cp IFU (0048-9007 rs), cp use with shockwave intravascular lithotripsy (ivl) catheter at a distance of less than 20 mm between the optical sensor and ivl device may interfere with or damage the impella optical sensor. The distance between shockwave and the optical sensor in this case is unknown. The root cause of the optical signal issue was most likely a damaged sensor since the loss of placement signal seen in the data logs went out after using shockwave according to clinical details and testing of the returned product showed evidence of a damaged sensor. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.